Event description:
It was reported that the patient had a couple of episodes of ventricular tachycardia (vt) as well as low flows on (B)(6) 2023. The event log file captured low flow alarm events on (B)(6) 2023. It was later communicated that the patient had vt while preparing to stand for the first time post implant. The patient experienced low flows and syncope as a result. The arrhythmia and low flows self-resolved, and one dose of amiodarone was given. The patient also reportedly had episodes of non-sustained vt prior to implant. The patient also had occasional premature ventricular contractions (pvcs). It was assumed by the clinicians that the low flows were contributed to by the vt.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. According to the account, the patient¿s arrhythmia resulted in decreased flow and contributed to the alarms. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported arrhythmia could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. Low flow hazard alarms were captured on (B)(6) 2023 and (B)(6) 2023. Pulsatility index (pi) values appeared to be elevated during these events. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.